Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that during a redo ablation procedure to treat paroxysmal atrial fibrillation an intellanav mifi open-irrigated ablation catheter was selected for use. It was reported that during ablation to the left inferior pulmonary vein, high frequency noise occurred on the mini electrodes. The catheter cable was exchanged, however, the noise persisted. The procedure was completed successfully by exchanging the catheter. No patient complications were reported. It was noted that the filter setting was high pass: 500, low pass 30, notch enabled: default. Noise on the mapping system was high pass: 500, low pass 30, notch enabled: default. No noise on the surface leads. No error messages displayed. The noises improved just after pacing the mini electrodes. However, they occurred again in a short time. The patient did not have an implanted device. Software installed was 4.0.1.3. The noise was consistent. However, device analysis revealed foreign material in the mini electrodes.

Manufacturer narrative:
The intellanav mifi open-irrigated ablation catheter was returned to boston scientific for analysis. The reported event of noisy signals was confirmed. Visual inspection noted a foreign material in the mini electrodes. Continuity checks revealed no electrical opens or shorts and all electrodes, sensor and thermocouple resistances measured in spec and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The device's lumen was leak tested using an isaac hd leak tester (pressure decay test system) and a touhy bourst seal for sealing the irrigation holes and mini electrodes. The lumen pressure decay was measured three times. The unit passed the test without problems, however, some occlusion in the irrigation holes was observed. The noise signals of the device were verified during a radiofrequency ablation test by using a maestro generator 4000 and a metriq irrigation pump connected to a rhythmia mapping system, the device was able to complete an rf ablation test. Noise values were found out of specifications. The complaint investigation conclusion code is manufacturing deficiency. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.